Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 when inserting the harvesting tool the silicone tips found resistance going into the cannula, difficult to advance for use. Removed from service and pulled a new kit from shelf. Slight delay just to get a new kit. No harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/04/2024. An investigation was conducted on 04/17/2024. A visual inspection was conducted. Only the harvesting device was returned for evaluation. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. A mechanical evaluation was conducted. A reference endoscope was inserted into a reference cannula until it snapped into place with no physical defects observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed, however the analyzed failure "material twisted/bent wire" was observed. The lot # 3000367851 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.